Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217434702 was returned and analyzed. Visual inspection showed the lemo connector was detached from the shaft, and the proximal side of the introducer was broken. The shape of the pebax loop was intact. In conclusion, the reported tip/loop issue was not able to be reproduced. The mapping catheter passed the returned product inspection as per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was removed from the patient, and the loop of the catheter was kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.